Manufacturer narrative:
A service history review revealed evaluation serviced the device for the same allegation. The pump was flow tested with failing results. The pressure plates were adjusted during the repair process. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion. The problem was found during testing in the biomed service department on there was no patient involvement. No additional information is available.